Manufacturer narrative:
Retained testing and batch record review were performed. Satisfactory results were observed.(B)(4)

Event description:
Patient with no previous antibody history and a positive antibody screen did not react with vra146. Customer reported that the autocontrol was positive. Previous day patient had received 3 units of packed cells. Patient showed no signs/symptoms of a transfusion reaction during the transfusion. Patient was later identified as having an anti-e when testing was performed with ficin treated cells. Two of the units of packed cells that had been transfused were e+. The patient now has a positive dat and anti-e was identified in the eluate.